Event description:
It was reported that while moving crates at work, the user struck the ilet and the touchscreen fractured, after which the device would not allow further interaction; the user was advised to use multiple daily injections until a replacement arrives. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem to the device¿s touchscreen consistent with a fracture. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.